Event description:
It was reported that the bd nano¿ 2nd gen pen needles broke and stayed in injection site the following information was provided by the initial reporter: consumer reported after injecting with another needle, the patient end needle stayed in her injection site.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 30-sep-2022. H6: investigation summary. Customer returned (4) unopened 32gx4mm bd pen needles from lot# 1350498. The customer reported that the non-patient end (npe) needle broke off after injection, the patient end (pe) needle bent when the inner shield was reattached, and the patient end needle stayed in the injection site. The samples were opened and examined, then tested for attachment/detachment using a test pen injector. All 4 samples were able to securely attach to and easily detach from the pen injector properly. Each sample was then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: sample 1: point (pe/npe): good/good. Outer diameter (in): 0.0092. Lube: good. All observations fell within specification. Each sample was then injected into a test substrate, and none of the pe cannulas were damaged after injection. No evidence of manufacturing defect was observed. The alleged issues could not be confirmed based on the samples returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles broke and stayed in injection site. The following information was provided by the initial reporter: consumer reported after injecting with another needle, the patient end needle stayed in her injection site.